Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited noise on near-field causing inappropriate inhibition of pacing and patient's notifier for non-sustained oversensing episodes. The lead was capped and replaced. The patient left the procedure in good condition and when checked the next day, the patient was doing fine.